Manufacturer narrative:
D10 concomitant products: sigphandle - sig power sigphandle handle, serial# (B)(6). Sigadaptshort - sig power sigadaptshort lin short adapt, serial# (B)(6); sigpshell - sig power sigpshell control shell, lot# n3l2198y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy pancreaticoduodenectomy, during first firing of gastric incision, using a powered stapler with a 60mm reload, the knife only returned halfway position after firing was finished. At that time, the power handle was blacked out. The jaws were opened with a forceps and released. One row of staples at the base did not seem to be fired, and additional manual suture was applied and reinforced. A manual stapler was used to complete the case. When the nurse reset the device, it was restarted. After the surgery, an attempt was made to set-up the device, and it was displayed as ready to fire, even though the cartridge had been fired.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Some staple pushers were pushed back to the cartridge. A part of cartridge surface was broken by biting foreign objects. The knife channel was blocked as it was deformed. A part of anvil surface was damaged by biting foreign objects. Functionally, the reload was loaded into a representative pmv handle. The jaws were not fully closed and the anvil was found to be deformed. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument locked on tissue, was difficult to retract knife blade and did not work. The reported issues were confirmed. The most likely cause could not be identified because no related problem was detected with the device. It was also reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be establi shed from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.